Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: unk cup lot#unk item#unk, unk stem lot#unk item#unk. Unk head lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the dual mobility bearing disassociated from the acetabular cup post-primary implantation. Attempts have been made, and no further information has been provided at this time.